Event description:
It was reported the patient experienced a seizure on the day of report. It was also reported the patient had been to the emergency room ¿recently¿ at the time of report. No further information was available at the time of initial report. Additional information stated the patient¿s previously reported ¿seizure¿ occurred ¿during the night¿ of the initial report. It was stated the patient ¿woke up in the middle¿ of the night and ¿could hear bones popping¿ and the patient¿s ¿back was bowed up.¿ it was additionally stated the patient ¿couldn¿t breathe good or get control of her body¿ and she ¿couldn¿t wake up fully.¿ it was noted that at that time the patient ¿turned her stimulation on and she took a pain pill and then her body seemed to relax a bit.¿ the patient noted the following day she met with her health care provider (hcp) and ¿her blood pressure was up and her heart rate was 120.¿ it was additionally noted her hcp referred the patient to a neurologist. The patient noted ¿she was not blaming the device¿ and that she ¿did not want the stimulation therapy taken out ¿ she wanted it to work.¿ it was reported the patient believed ¿there were settings that she had not been given access to that could work for her.¿ it was additionally reported the patient ¿had episodes where she didn¿t know what she was doing and found her in front of a store.¿ it was noted the hcp the patient met with previously was her primary care physician (pcp) and that she was scheduled to meet with her pain physician on (B)(6) 2013. A supplemental report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).